Event description:
It was reported that the patient had a major infection on (B)(6) 2021. The patient reported from home due to a wound healing disorder in the area of the pacemaker pocket. The pacemaker was explanted in (B)(6) 2020. The smear showed persistent infection with staphylococcus aureus. The patient was hospitalized, underwent dressing changes, and was started on intravenous (IV) antibiotics. The patient was hospitalized on (B)(6) 2021. A smear on the driveline showed existing infection. The spot was purulent and wet. IV antibiotic therapy was restarted. The patient was to have sterile dressing changes twice per week.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.